Event description:
Information was received from a patient (pt) regarding an external device. It was reported that the patient charged their implantable neurostimulator (ins) to 100% and the pt went to charge the controller this morning since it was at maybe 20% but it quit for it would not recharge. Pt noted now the controller was dead and would not show anything for it would say battery empty cannot continue recharge the controller. Patient reset the controller and had an extra battery that they were unaware of and tried to recharge the controller but it said battery empty cannot recharge controller as well. Pt tried resetting the controller a half a dozen times but it did not work. During call patient verified no damage to the controller battery ac power supply or to the controller charging port. Patient plugged the controller into the ac power supply without the battery inserted and verified the controller did not turn on. Patient verified there was a green light on the ac cord. The issue was not resolved. A replacement controller and ac power supply were sent out.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745 ((B)(6)); product type: 0201-programmer patient brand name intellis; product ID 97745ac; product type: 0001-accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.